Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
On 2015-09-21, information was received from a consumer regarding a (B)(6), male patient who was receiving morphine (concentration unknown) at 1.641 mg/day via an implantable pump for non-malignant pain. The patient's concomitant medications included norco with a dose of 103.25 and morphone extended release tablets with a dose of 30 mg. Starting in (B)(6) 2015, there had been volume discrepancies. The last 2 refills there was more medicine coming out than should be in there. The 1st time there was 22cc left in the pump. The 2nd time, in (B)(6) 2015, they expected 7.5cc and pulled out 26cc. An x-ray and MRI were performed and showed that the catheter was out of the spinal sac. The catheter had pulled out and the medicine was not going where it should go. The patient needed to decide if he wanted a new catheter put in or remove the pump. The patient was scheduled for a pump refill on 2015 (B)(6). Additional information has been requested regarding patient symptoms, troubleshooting, actions/interventions and the cause of the e vent, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.